Manufacturer narrative:
The customer elected not to return the device to verathon for evaluation as they were unable to duplicate the reported issue. Upon review of the device history for the serial number (B)(4) it was determined that the device was manufactured on (B)(6) 2013 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual. As the video baton used in the event was not returned to verathon for evaluation, a cause could not be conclusively determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear and show a blue screen. A backup avl system was used to complete the procedure within 20 minutes of the alleged issue occurring. No harm to patient or user was reported. The biomed evaluated the unit after the procedure and was unable to duplicate the reported issue. After observing proper opperation through functional and performance testing, the biomed returned the device to use. A verathon complaints specialist followed up with the biomed to get a status update on the device, and he confirmed that the device was still in use and no issues have been observed since.